Event description:
The customer reported medication infused faster than set. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. The customer determined the event was related to operator error and declined any further assistance.